Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak occurred from the ¿y¿ component of the bifuse extension set while in use on a patient. The patient¿s IV was discontinued because of the leak. There was no report of patient harm.